Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 258mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
All of the buttons functioned properly no damage on the keypad assembly. The insulin pump was inspected j2 connector on lcd and no unlock keypad connector. The insulin pump passed displacement test, basic occlusion test, occlusion test, prime, compromised force sensor test and excessive no delivery test. The insulin pump was received with minor scratched display window. The unit was received with a cracked case at display window corner, battery tube threads and cracked reservoir tube lip.